Manufacturer narrative:
A visual examination of the returned device found that the needle was bent. No abnormalities were noted with the device riveting and crimping which were within specifications. Functionally, the device jaws would open, but failed to close properly due to the bent needle condition the condition of the returned incident device was consistent with the complaint; needle bent. However, the evaluation found that the jaws failed to close properly due to the needle bend. The most probable root cause for this damage is operational context as excessive force was applied to the device due to anatomical or procedural factors, which most likely caused the needle to bend and subsequently interfere with jaw closure. A review of the device history record (DHR) was performed; no anomalies were noted. (B)(4).

Event description:
It was initially reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during a colonoscopy procedure performed on (B)(6), 2011. According to the complainant, after obtaining the biopsy, the physician had trouble withdrawing the forceps from the scope. Upon removal, the needle was found to be bent. Reportedly, no additional device damage was visible. The procedure was completed with this radial jaw 4 single use biopsy forceps large capacity device. Post procedure, the scope was tested which identified that the channel had been punctured. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be well. This event has been deemed reportable based on the investigation results; jaws wont close properly.